Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 393 mg/dl on their blood glucose meter. The consumer administered an unk amount of insulin based on the result. Subsequently, the consumer experienced a hypoglycemic event requiring emergent food intake to raise her blood sugar level. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The meter will be returned for eval. The test strips will not be returned because the consumer discarded them.